Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pace/sense portion of the lead was capped and replaced on (B)(6) 2016 due to oversensing. Defib portion of the lead remains active. The patient was stable.